Manufacturer narrative:
No specific information regarding the procedure site or date was provided; therefore, no da vinci system or accessories log files or device history record are available. The study took place from (B)(6) 2019, including 70 patients who underwent robotic aortoiliac revascularization with a median age of 57.8 years and a median bmi of 30 kg/m². The gender distribution was 80% male and 20% female. Sutter w, alsac jm, ben abdallah I, michel c, julia p, empana jp, el batti s. Treatment of aortoiliac occlusive lesions by aortic robotic surgery: learning curve and midterm outcome. Ann vasc surg. 2024 jul;104:258-267. Doi: 10.1016/j.avsg.2024.02.018. Epub 2024 apr 7. Pmid: 38593921. .

Event description:
A literature article described a prospective single-center study of patients with aortoiliac occlusive disease (aiod) that underwent robotic-assisted laparoscopic (ral) revascularization procedures. The study was conducted from (B)(6) 2019 and included 70 patients. The aim of the study was to assess the surgeon learning curve and the feasibility, safety, and midterm outcomes. The following adverse events were reported with minimal information available. One patient was converted to open for lack of exposure. Two patients were converted to open for bleeding including a spleen wound requiring splenectomy. Intensive care unit admission was requested for 9 patients. Fourteen patients experienced intra-hospital postoperative complications, with 10 requiring reoperations. The following are the recorded complications and corresponding interventions: one patient underwent graft limb thrombectomy associated with a femoro-popliteal bypass. One patient required drainage of a deep hematoma. One patient had a small intestine liberation procedure for obstruction caused by incarceration. One patient needed a graft limb thrombectomy. One patient underwent a splenectomy and drainage of a deep hematoma due to a ruptured spleen on the seventh postoperative day. One patient required hemostasis of an epigastric artery wound from a laparoscopy trocar, which was responsible for immediate postoperative hemoperitoneum. Acute coronary syndrome in one patient, and acute renal failure in 12 patients with one temporary renal replacement therapy. Three patients subsequently developed colonic ischemia, including one medically treated. There were no specific da vinci device malfunctions reported, nor did the authors suggest that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event.